Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. The imaging provided shows that the left l4 locking cap had loosened and dissociated from the left l4 pedicle screw resulting in the rod dissociating from the left l4 pedicle. An exact cause of the reported issue could not be determined.

Event description:
It was reported there was a revision surgery due to a creo fenestrated locking caps that was loose 1 year post operatively and causing patient pain.